Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the patient to report that the patient was attached to the subject pump while 64 units of insulin was used to prime. The patient was given 8 juice boxes while his blood glucose reading was checked frequently. The patient was then taken to a medical clinic where she was given saline and dextrose IV. The patient¿s blood glucose never went below 102 mg/dl during the incident. There was no evidence of a product malfunction associated with the event. This complaint is being reported because the patient required medical intervention to prevent a hypoglycemic episode after use error (primed while attachment) was involved with insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.